Event description:
The customer reported cartridge chemistry (cc) sample probe leaked on the unicel dxc800pro synchron chemistry analyzer. The leak was contained. The customer did not come in contact with the fluid and did not need to seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment or results are associated with this event. On the day of the event, a field service engineer (fse) was on site and confirmed the leak within the cc sample wash collar. The fse reported that the scd manifold valve failed to close and allowed di water to leak. The fse removed and replaced the vacuum valve and swapped the di water valve on the distribution board. Failure mode of the event was the manifold valve

Manufacturer narrative:
(B)(4).